Event description:
Discrepant covid antibody test result = 1.18 (positive), rerun = .75 (negative) reported to seimens ref # (B)(4), siemens lot # 035. Pt requested test. FDA safety report ID# (B)(4).